Manufacturer narrative:
The incident was initially misreported to tenex health, inc. On january 9, 2024 as a different non MDR-repotrable issue. Later communication with the reporter on june 14, 2024 revealed this was a needle break, a reportable malfunction.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The procedure was c ompleted with another microtip. There were no patient complications.